Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was being put in palliative care due to a non-device related illness. The patient requested that tachycardia therapy be deactivated prior to their passing. As it was late on a friday and no physician was available at the time to reprogram the ICD, a ward nurse ended up taping a magnet over the patient for the weekend. Subsequently, while therapy was thought to have been deactivated via magnet application, the patient ended up receiving multiple unanticipated shocks over the weekend. A review of device data sent to boston scientific technical services (ts) confirmed no magnet was ever placed over the ICD when the treated episodes occurred, and thus tachycardia therapy was never properly programmed off. Ts provided troubleshooting and programming options to the field, and the ICD remains in service. No additional adverse patient effects were reported.